Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 26mm +4 lfit v40 head; cat# 6260-9-226 ; lot# 55357305. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by manufacturer? Not returned.

Event description:
It was reported that the patient's left hip was revised due to infection (confirmed clinically as streptococcus). The femoral head and bipolar component were revised to another bipolar component and femoral head.